Event description:
Customer reported via phone, she was currently on vacation and she went into the pool with the insulin pump. She took the battery out and the device alarmed battery out limit. Customer's blood glucose was 455 mg/dl, treated with manual injections. Customer also mentioned she had dropped the device before. Cracks were noted on the battery chamber. Customer was unaware how damage occurred but it might have been from normal wear and tear. Attempted to troubleshoot for the alarm but the keypad was unresponsive. Due to keypad anomaly customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer didn't agreed to return the device for analysis as she wanted to wait until she was back home from her vacation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.